Event description:
It was reported that a malfunction alarm occurred. Customer experienced no adverse impact to their blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction persisted. Customer reverted to using an alternate method of insulin therapy.